Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 54 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4470 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 54 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4470 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 54 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy (robotic assisted laparoscopic cholecystectomy) and colonoscopy in 2018 and breast biopsy, migraine headache, gerd, anesthesia, adenocarcinoma, anxiety, depressive disorder, hypothyroidism and obesity. Previously administered products included: acetaminophen, alprazolam, diphenhydramine, duloxetine, ibuprofen, levothyroxine and naproxen sodium. The patient had a family history of copd, breast cancer, diabetes and lung disease. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4501 days after essure insertion and 31 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (exploratory laparotomy, modified radical hysterectomy w bilateral salpingo oophorectomy,). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.673 kg/sqm. [Biopsy vagina] on (B)(6) 2020: colposcopy biopsies showed adenocarcinoma insitu, and hgsil (cin3), ecc showed adenocarcinoma in-situ. [Pathology test] on (B)(6) 2020: diagnosis a. Right ovary and fallopian tube, salpingo-oophorectomy: ovary and fallopian tube without significant pathology. B. Left ovary and fallopian tube, salpingo-oophorectomy: ovary and fallopian tube without significant pathology. C. Cervix and uterus, total hysterectomy: cervical adenocarcinoma in situ. No invasive adenocarcinoma identified. - no squamous intraepithelial lesion identified. Benign atrophic endometrium. Myometrium without significant pathology, all margins negative for dysplasia and malignancy. D. Left periaortic lymph node, excision: one benign lymph node. E, left pelvic lymph node, excision: one benign lymph node. F. Precaval lymph nodes, excision: two benign lymph nodes. Clinical information: reason for procedure: malignant neoplasm of cervix, unspecified type. Procedure: exploratory laparotomy, modified radical hysterectomy with bilateral salpingo oophorectomy, lymph node sampling for staging procedure. Gross description: right fallopian tube:the base of the tube shows an apparent metal coil consistent with prior sterilization procedure. Left fallopian tube: the base of the tube shows an apparent metal coil consistent with prior sterilization procedure [smear cervix] on (B)(6) 2019: pap smear showed hgsil, and hpv positive for hr hpv not 16, not 18, and positive for hpv 16. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test .non drug treatment updated. Indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.